Event description:
Reporter alleged having a test strip bottle with a drum that has a date that has expired on it however the box is unexpired with different lot numbers and use by dates. Reporter stated the test strip drum had a use date of 11/2005 with lot number 20624343 and the box contained a use by date of 12/2006 and lot number 20641743. Reporter indicated having erratic blood glucose readings however did not report any actions or treatment based on the alleged event. A request was made for the return of the suspect device and replacement product was sent.